Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the treatment of a 57mm abdominal aortic aneurysm. However, it was reported that during a CT examination performed approximately 6 years post implant, it was observed that a limb had loss seal resulting in a type ib endoleak. It was reported that the endoleak was successfully treated by extension of the contralateral limb down to the hypogastric artery with a larger diameter limb. It was reported that the cause of the event, as per the physician, cannot conclusively be determined however, disease progression may have been a contributor. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the left limb migration and distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. CT¿s retuned from 6 years post-implant confirmed that the distal end of the left bell-bottom limb appeared to have pulled out of the left common iliac artery, and was floating within the aaa sac with a distal type I endoleak. The distal left limb od measured ~23mm, and the left common iliac artery was aneurysmal measuring ~26mm average diameter. There was also acute left limb angulation observed as it coursed down into the sac. It appears likely that there has been disease progression and possible aneurysm morphology changes that may have contributed to these events. If information is provided in the future, a supplemental report will be issued.